Manufacturer narrative:
Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) paclitaxel sets were leaking "between the drip chamber and the tube". This was observed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: one actual device was received for evaluation. The other two (2) samples were not received and therefore, could not be evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. A functional testing was performed including clear passage and pressure testing; and the results were satisfactory. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.